Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance, guiding the caller through a pump reset, which successfully resolved the issue without further error.